Event description:
It was reported that the doctor complained that after he deployed the filter, the pusher wire caught on the spline of the filter and he had a challenge removing the delivery device.

Manufacturer narrative:
This report is being submitted as this product is the same or similar to a product sold in the us. The device history records were reviewed and confirmed that the lot met all release criteria. The sample was not returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at anytime during this procedure. Warnings: the current IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.